Event description:
In 2007, the lay patient contacted lifescan (lfs). The pt had difficulty setting the meter settings. The complaint was classified based on the customer care advocate's (cca) documentation. The cca noted that the pt disconnected from the call before completing trouble-shooting questions. The date and time that the product issue began was not provided. However, the pt reported that she was sweating after the product issue began. The pt took no diabetes treatment actions and received no medical intervention because of the product issue. The cca noted that the pt had difficulty setting the time on the meter. The cca walked the pt through the meter set up mode and resolved the issue. No products were replaced. The complaint is reported because the pt alleged the lfs product was in set up mode. The pt said she was sweating, a typical symptom of hypoglycemia, after the product issue began.